Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference and no device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.